Manufacturer narrative:
Continuation of concomitant products: 5071-53 lead, implanted (B)(6) 2013.

Event description:
It was reported by the patient of feeling some pain near the cardiac resynchronization therapy defibrillator (crt-d) implant site. Patient noted that it's not chest pain like a heart attack, but more like the patient bumped into something and the device may have moved around a little. The device remains in use. No further patient complications have been reported as a result of this event.